Event description:
It was reported that a patient's therapy was "no longer effective". An explant surgery was scheduled for (B)(6) 2013. There were no patient symptoms reported and no injuries related to this event. The patient was reported to be alive with no adverse event. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).